Event description:
It was reported that the dose to be 89ml or 50ml infusing per dose. Unsure if it was the pump or tubing. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: customer stated that the disposable under-infused.

Manufacturer narrative:
Other text: patient identifiers updated. Gender male, age approx. 18-64.